Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 137 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.